Event description:
It was reported that balloon rupture occurred. The patient presented with cephalic arch intrastent stenosis underwent procedure using an 8.0 x80, 75cm gladiator elite balloon catheter. However, during the third inflation at 20 atmospheres, the balloon ruptured. The balloon was removed from the body, and an image was taken to confirm no harm was cause to the patient. The balloon was removed successfully from the patient, and the procedure was completed with an 8x80 gladiator balloon. There were no patient complications as a result of this event, and the patient is expected to fully recover.